Event description:
It was reported that there was a high measurement of impedance on the right ventricular lead and that other measurements had been in range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/15/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 4 lifted high. A secondary issue was also noted as spc dirty if any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on with the test strip. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date in (B)(6) 2010, the patient noted the reported meter would not power on when the test strip was inserted; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Afterwards, the patient experienced the symptoms of nausea, dizziness, frequent urination, thirst and fatigue. She did not seek any medical attention or treatment. The patient manages her diabetes by taking insulin using a pump. Troubleshooting revealed the meter would power on with the power button but not upon test strip insertion, the test strips were correct and there had been no misuse of the product. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.